Manufacturer narrative:
Concomitant product: dtba1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular lead which is present in all vectors. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.